Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention, the device was unable to cross the lesion. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. The lesion was pre-dilated with a non-bsc balloon. The 3.5x16mm promus element stent was advanced but was unable to cross the lesion. There were no patient complications reported and the patient status is good. However; analysis revealed the stent damage and shaft kinks.

Manufacturer narrative:
Device is a combination product. (B)(4). A visual and microscopic examination identified proximal stent damage. Struts on row 1 were raised and misaligned. A visual and microscopic examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).